Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. The exact cause of the reported event could not be conclusively determined, but based upon the information from oekg, there was the possibility that this phenomenon was attributed to the accidental failure of the printed circuit board of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the subject device could not be turned the power on and the image could not be displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The service department of olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated, and also found that the print circuit board of the subject device had failure.